Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a segmentectomy procedure on the lungs, the stapler failed, the load was not fired. The stapler and the load were replaced by another lot and the surgery went through normally. There was no patient injury.